Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the data from this pacemaker was unable to be reviewed since the communicator was not connecting. Technical services (ts) was contacted and discussed possible troubleshooting options and other options to interrogate the pacemaker. This pacemaker remains in service. No adverse patient effects were reported.